Event description:
A customer reported that during a procedure, the system would not change from fluid to air. The pt experienced flattening of the anterior chamber and chorodials. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).